Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: (B)(6)2007 - pt underwent surgery for repair of a midline ventral hernia. On (B)(6)2007 - pt underwent another repair of the hernia, in addition to a concurrent repair of a midline ventral hernia. The surgeon noted extensive adhesions which required additional lysis before being separated from the mesh. The mesh was kept in place. On (B)(6)2009 - pt underwent surgical treatment for pain and swelling in the area of her previous hernia repairs via laparoscopic hernia repair. The surgeon noted extensive, tight adhesions of mesh to the small bowel and bladder. During dissection of mesh off of the bladder, a small hole was created because the bladder wall was so thin, and so the bladder needed to be repaired. The surgeon then tightened up the mesh, which was left implanted in pt's body. Pt has suffered and continues to suffer physical pain and mental anguish.